Event description:
Mesh was implanted 2004. Six to eight months post-implant, pt developed infection, treated with antibiotics and healed. Eight months later, developed another infection; mesh was explanted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.